Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not be interrogated due to an error message. The device could be successfully interrogated. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.